Event description:
An unspecified sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "a loss of consciousness and/or seizure." No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "a loss of consciousness and/or seizure." No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into libre 3 pcba (printed circuit board assembly) test fixture to perform accuracy testing and the test passed. The current was applied to the sensor and the record was within specification. Therefore, issue is not confirmed. This serves as a correction report. Section h4 (device mfg date) and h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.